Event description:
Event description: it was reported that after an atrial fibrillation (afib) - paroxysmal case, the patient suffered a stroke. The patient had changes in vision during recovery. The stroke was confirmed by computed tomography (CT) scan. There was no medical intervention provided. The patient was reported to be in stable condition and was discharged home. The farapulse¿ system was used for ablation. It was noted that during the procedure, the farawave¿ catheter was not opening in flower formation, so they replaced the catheter and the issue resolved. However, the physician believed the activated clotting time (act) machine was not functioning properly during the procedure, which may have been the cause of the injury. The pentaray catheter was used for mapping. The lot number for the pentaray catheter was not provided and it is not available to return. The reporter was informed of the injury to the patient at a social event and these were all the details available. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt codes: 1770, 4471. Device codes: 2921, 3023. Reference report: mw5183206.